Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittent lag was unconfirmed; the unit is functioning properly, as the unit was being tested it did not lag or glitch. Received condition: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the screen is lagging and glitching as to where the probe is.